Manufacturer narrative:
A philips field service engineer inspected and tested the suspect transducer at the customer site. The transducer passed functional testing and the reported articulation issue could not be reproduced. The transducer remains with the customer and no additional issues have been reported subsequent to the initial reported event. Since a return of the suspect transducer is not expected, no additional device analysis can be performed.

Event description:
A customer reported encountering an intermittent articulation issue with their x7-2t model transducer during a tee examination. Another transducer was used to successfully complete the procedure and no harm was associated with this event.